Event description:
Leica biosystems received a tissue processing complaint. On (B)(6) 2019, leica biosystems received information from the laboratory that tissue was non-diagnostic and that re-biopsy was recommended. The undiagnosable case is from a (B)(6) year old male.